Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Report received indicated that patient had an area of redness and itchy peristomal skin directly around the stoma approximate a fourth inch wide; circular pattern. The patient experienced the condition several months prior to receipt of complaint. It was also noted that, patient believes she was using stomahesive paste at the time and has been currently using eakin and sometimes only the wafer. Sizing was discussed and a sample of smaller size is being sent. Recommendation provided was to follow up with primary healthcare provider and to see a local ostomy nurse. Patient outcome was not reported.